Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing was noted when it comes to this right ventricular (rv) lead. Noise could be replicated and no asystole for > 2 seconds was noted. Additional information received noted that the pace/sense of this rv lead was surgically abandoned while the defibrillation portion of the lead continues to be used. No additional adverse patient effects were reported.